Event description:
IT WAS REPORTED THAT THE PATIENT PRESENTED TO THE HOSPITAL FOR AN IMPLANT PROCEDURE. DURING THE PRE-DISCHARGE CHECKUP, IT WAS NOTED THAT THE RIGHT ATRIAL (RA) LEAD EXHIBITED UNDERSENSING AND FAILURE TO CAPTURE. DEVICE INTERROGATION REVEALED THAT THE RA LEAD EXHIBITED VENTRICULAR SENSED EVENTS, SUGGESTING THAT THE RA LEAD WAS DISLODGED. THE RA LEAD WAS PROGRAMMED TO VVIR MODE. THE PATIENT WAS IN STABLE CONDITION.

Event description:
New information received notes that the right atrial (RA) lead was explanted and replaced.